Manufacturer narrative:
H3: product analysis found visually, the inner shaft was bent distal to the inner hub upon return. There was no damage to the distal tip and no loose components. Functionally, the inner assembly spun freely with no binding. The blade fit securely into a handpiece, but excessive wobbling was observed while oscillating up to 5000rpm. For further analysis, an x-ray was performed to observe the internal construction of the device and there was no damage observed in the spiral wrap or inner shaft underneath the outer assembly. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that from the very beginning of the milling process, the blade was defective, vibrating and moving from right to left. There was no patient impact.